Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2023 lead was explanted (B)(6) 2023. Upon receipt, the lead under complaint was found cut 53 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation was found abraded through between 29 and 32 cm proximal to the lead tip. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the observed high shock impedance. Based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Reported out of range shock impedance measurements (greater than 150 ohms) on home monitoring. When the shock impedance is measured in-range, values vary between 75 and approximately 130 ohms. Full lead evaluation in office was recommended. Lead remains implanted.